Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed inappropriate magnet response on the pacemaker. No changes or interventions were performed. There were no patient consequences.

Manufacturer narrative:
The reported event of inappropriate magnet response was not confirmed. The data provided did not contain relevant information to investigate this event. Electrical, longevity, and visual analysis was normal with no anomalies found.